Event description:
It was reported that the user experienced severe hyperglycemia around 350 mg/dl associated with a leaking ilet cartridge, described as leakage from inside the cartridge near the plunger, consistent with a reservoir leak and categorized as a device leak/splash, without alerts or alarms. Symptoms included hyperglycemia. Outcomes included a missed dose and a delay to therapy. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal-related issue in the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.